Event description:
The event is reported as: when mechanical ventilation of the pt was initiated, (puritan bennett 840 ventilator/neptune heater, hudson 780-32 ventilator circuit) the phillips monitor showed the pt was in asystole. No pt injury reported.

Manufacturer narrative:
Lot number - the lot number/serial number is unk at this time. It is unk at the time of this report, if sample device is available for eval. The results of the investigation are not available at the time of this report.